Event description:
It was reported that the left ventricular lead dislodged shortly after the original implant. The lead was explanted and replaced during eri generator replacement. The patient was in stable condition.